Event description:
It was reported that the patient received an ICD implant and dft testing was successful. The patient remained in the hospital due to heart insufficiency and not recovering from the implant procedure. The patient was found dead in his hospital bed the morning of april 5th. The physician stated the device might not be functioning because no episodes were visible.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.